Event description:
It was reported that during change out of a dialysis catheter, patient received inappropriate shocks. Further testing showed the device was in reset mode. No other electrical anomalies were found. The patient later expired due to ruptured aorta and abdominal aneurysm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.